Event description:
Event description guidant received information that this ventricular implantable lead was found to have a shorted lead condition during a routine changeout. The implantable cardioverter defibrillator (ICD) this lead was tested with was explanted due to potential damage from the shorted lead condition.